Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of low blood glucose readings and hospitalization. The customer's blood glucose was 30-32 mg/dl. The customer stated that he gave himself too much insulin and went to sleep. The customer confirmed that emergency medical services was called and he was hooked to an IV for about 5 to 10 minutes. The customer stated that his blood glucose rose up to the 80s mg/dl and he was advised to eat something. The customer also stated that he had a low reading 9 months ago where he could not wake up. The customer stated that emergency medical technician was called.